Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. Critical ram parity error occurred on 2013 (B)(6). Power on reset (por) severity is low as the device should be able to fully recover after reset. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated invalid/missing ahr (atrial high rate) diagnostics and analysis of the device memory indicated that the vhr diagnostics were missing/invalid."??? Invalid data received for episode" shown for one ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode. "??? Invalid data received for episode" shown for three atrial tachycardia (at)/ atrial fibrillation (af) episodes.

Event description:
It was reported that device interrogation showed there was an electrical reset; however, the parameters were unchanged. It was noted that previously when the device was interrogated there was an invalid data message with atrial high rate (ahr) episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).